Event description:
A customer reported that customer the dropped meter on the floor and stated that the meter is not working. Customer does a blood sugar measurement and only gets a result of 7 mg/dl. The system will not report a blood glucose of 7 but instead will report a "lo" (less than 10 mg/dl). While on the phone a review of the system was conducted. It was learned that portions of the "hundreds digit" were missing. A request was made to return the system for eval. In the meantime, a replacement unit has been provided.